Event description:
A report was received in 7/2002 regarding a memorylens which was implanted in 1999 in the pt's eye, which lens has opacified and was explanted and replaced in 2002. Numerous attempts have been made to contact the dr and obtain additional info, to no avail.